Event description:
The event is reported as: the complaint alleges that the tube was occluded and seemed to have a kinked-indention at the eye of the tube. The tube was being used on a 26 week gestation infant in the nicu. The attending nurse was trying to pass a 6fr (medline) suction catheter through the tube; however, the catheter could not successfully pass through. The pt was extubated and re-intubated with a different endotracheal tube (mallinckrodt 3mm). Pt condition reported as stable.

Manufacturer narrative:
It is unk if the device sample is available for eval. A visual, dimensional and functional inspection could not be conducted since the product was not returned. The device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. Fmea (product/process)review. The assessment was conducted and no changes required. The customer complaint cannot be confirmed since the sample was not returned for investigation; therefore, it is not possible to determine the root cause for the defect reported. Teleflex will continue to monitor and trend relating complaints.